Event description:
Non-delivery/delay of vasopressor infusion during an alarm condition causing a blood pressure drop reported. The pump was set to run a pre-mixed nitroglycerin drip at 0.2 micrograms/kilogram/minute on line a, and a pre-mixed dopamine drip at 5 micrograms/kilogram/minute. The customer states that "the pump went inoperable between or and "cvicu." Pump alarmed low battery, but even after being plugged in would not run. The pump was swapped out." The pt's blood pressure dropped to a systolic of 68. The pt has since recovered adn been discharged home.